Manufacturer narrative:
An investigation has been initiated. A review of the mfg records indicated that all device specifications and quality requirements were satisfied. When the investigation is complete, a final report will be submitted.

Event description:
It was reported that after catheter insertion it was noticed that there was a blood leak near a clamp on the venous extension at the time of the second dialysis.